Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the event date has been updated to (B)(6)2019 as per complaint notes.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 to (B)(6) 2019 with blood glucose of 800 mg/dl. Customer¿s blood glucose value at time of incident was 300 mg/dl to 500 mg/dl. The customer experienced symptoms such as nausea, exhaustion, dry mouth and coma. The customer was treated with manual injection and bolus. The insulin pump will not be returned for analysis.